Event description:
Ventricular pacing failure associated to the subject device was reported by the physician. The device has been replaced.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.